Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The battery compartment was alleged to be cracked/damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 12-jun-2018 - device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: during the investigation, corrosion was observed in the battery compartment. The battery compartment was found to be cracked. The pump leaked at the battery compartment when a leak test was performed. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.